Event description:
The customer reported a leak when using the unicel dxc 800 synchron system. Reagent probe b leaked 100ml of fluid from the probe collar wash during calibration; the leak was contained to the tray area under the probe. The customer was wearing gloves, protective eyewear, and a labcoat. There was no report of operator exposure or injury. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument. The fse primed the instrument and verified that reagent probe b was leaking with no vacuum to the wash collar. The fse replaced the reagent probe b vacuum valve (valve-solenoid, pn 472689) which resolved the issue, no further leaking was observed. The solenoid valve was returned to xenon lab in brea for investigation on (B)(4) 2013. Testing could not reproduce the reported leak from the solenoid valve. There were no signs of leaking or vacuum weakness. Identified failure mode: unknown, failure could not be reproduced. No erroneous results were generated or reported. A leaking reagent probe can impact any or all chemistries, including critical chemistries. (B)(4).